Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported by legal, that this female patient's left knee was revised 5 years post op initial tka. Reason for the revision was not reported. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 5 years after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: postoperative diagnosis: instability, left total knee replacement 2. Loosening left femoral implant. Findings: marked synovitis with a green hue. The knee was found to be unstable with 5-10 degrees of hyperextension and marked mid and full flexion instability. The polyethylene implant after being removed was inspected. There is no delamination or obvious polyethylene wear. The femoral implant was found to be grossly loose and literally came out by hand. It had totally debonded from the underlying cement. The tibial implant was found to be solidly fixed into the bone. No complications. The patient was transferred to the stretcher and wheeled to recovery in stable condition.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of femoral loosening and instability as stated in the operative notes. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and/or patient-related conditions. The instability may have been the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, improper positioning or malalignment of the prosthesis, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation, and pre-revision radiographs and images of the explanted devices were not provided.